Manufacturer narrative:
H3) the battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Upon return, the battery measured 51.76v. They were bench tested in conjunction with the accompanying uninterruptible power supply (ups). Throughout the duration of forty eight hours of bench testing, no issues were observed. As well, the battery was connected to a main cart test system for overnight testing and the system did not shut down. Once disconnected from ac, the system continued to run for seven minutes. No failure was found. The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Upon return, the returned ups powered up without issue, as all led's powered on and the power switch functions, as intended. Outputs v1 thru v5 measured 48.53 volts and outputs v6 thru v11 measured 12.18v. The unit was bench testing with the accompanying battery. Throughout the duration of forty eight hours of stand alone testing, in conjunction with the accompanying battery, no issues were observed. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received stating the manufacturer representative was unable to replicate the issue when they were on site. However, during the initial issue, the rep on site tested the system on 4 different outlets, not all in the same room. Those outlets were shared with other equipment that was functioning normally with no power outages. It was requested that they replace the battery and uninterruptible power supply (ups) anyway due to the extreme difficulty on the initial call, as well as the visibility of this issue to the site when it occurred. It was also requested that they have the site's biomeds check the outlets anyway, just in case. Technical services talked with the rep and walked them through troubleshooting the ups and battery and confirmed with the site staff that the system had not been plugged in for storage. The rep plugged the system in and let the system gain sufficient charge before calling ts. They confirmed that the battery was testing/discharging at a normal rate. The rep was able to unplug the system (with battery charged to ~50%) and confirm that the system remained powered on and that the battery was properly discharging . It was determined that the ups and battery were testing as completely functional. It was believed that the reports of the system dying when unplugged yesterday were due to the site not charging the system before the case hence they had a dead battery. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The battery and uninterruptible power supply (ups) were returned to the manufacture for evaluation and is under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that an unexpected shutdown occurred during the case. When booting back up the grub menu appeared then the login screen displayed. The uninterruptible power supply (ups) had no lights illuminated, the site swapped outlets and the issue did not resolved. They were able to boot up the system and then it shut back down two more times without resolution. When the system shut down on its own, the entire cast shut down including the power button light. There was less than an hour delay in the procedure. No impact on patient outcome.